Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used in the esophagus, during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the seven bands of the speedband device were deployed successfully to complete the procedure. However, while attempting to withdraw the device through a pentax 2.8mm scope, the ligator head detached into the patient's stomach. The ligator head was retrieved using rat tooth forceps to finish the case. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient age/date of birth is unknown. However, patient was over 18 years old. Concomitant medical device - 2.8mm pentax scope. The reported event of ligator head detaching. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.